Event description:
Reporting status: serious injury. Reporting rationale: removal of dislodged stent from patient. Device issue: stent dislodgement. It was reported that the 3.0 x 15 mm promus stent dislodged in the patient. The stent was retrieved. No additional event or a patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott's vascular's drug eluting stent in the us.